Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. Patient's father was advised to reset the device and would call back if the issue persisted. Patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).